Manufacturer narrative:
Other relevant device(s) are: product ID: v nmf3434c229tj, serial/lot #: (B)(4), ubd: 19-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was attempted to be implanted in the endovascular treatment of a 54 mm thoracic aortic aneurysm. It was reported approximately 1 year post the index procedure, the patient returned for follow-up, with complaints of a slight back pain. A CT was performed, where an enlarged aneurysm (7 mm) was confirmed, but no endoleak or expansion of the stent graft were observed. On follow up 4 months later the enlargement was observed and measured 65mm. Intervention where athoraco-laparotomy for artificial vessel replacement was carried out. The devices were explanted. No endoleak was identified. As per the physician the cause of the event can not be determined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
B5; additional information received: during the explant procedure the physician suspected a type ia endoleak due to migration and not a type iiib endoleak. The explant procedure was done very carefully to avoid damaging the navion graft, and the physician did not consider the navion graft had breakage during explant procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: stent graft 1 returned with a 45-degree angulation to the stent graft. Train wrecking was visible to this stent graft from stent ring 6-10. Stent graft 2 had a transectional cut at stent ring 11. Three holes were found to stent graft 1 with one hole measuring significantly larger (13.28mm) than the other two. Multiple suture breaks were present on stent graft 1 with two stent rings lifting from the graft material due to the suture breaks. Multiple suture breaks were also evident to stent graft 2. No other damage or deformation was present to the stent grafts. The reported ¿no known device problem¿ cannot be confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.